Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described. A dimensional verification of the friction fit portion of the adapter was performed using a minus pin gauge. The barrel gauged as intended per drawing and the friction fit portion of the adapter was secure on the minus pin gauge. The friction fit material shows no signs of damage or separation from the barrel portion. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If the barrel is not advanced as far as it will go onto the tip of the endoscope, barrel detachment can occur. The instructions for use advise the user to ensure the barrel is advanced as far as possible onto the tip of the endoscope. The instructions for use direct the user to lubricate the endoscope and exterior portion of the barrel. Barrel detachment can occur if lubricant is allowed inside the barrel before the loading process. The instructions for use caution the user not to place lubricant inside the barrel. Prior to distribution, all multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Correction action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a procedure for ligation of esophageal varices, the physician used a cook 6 shooter saeed multi-band ligator. The physician loaded the barrel onto the distal end of the endoscope. The 6 shooter saeed multi-band ligator barrel was found separated from the endoscope during advancing the endoscope in esophagus. As the barrel was still connected by the trigger cord, they fired all the bands so as to disconnect the barrel and the endoscope (outside the pt). Another cook 6 shooter saeed multi-band ligator was used to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.